Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted 3 kinks on the catheter shaft. One at the strain relief, 1 at 95cm from the strain relief and 1 at 97.5 from the strain relief. Visual analysis also noted that the catheter shaft was broken approximately 25cm from the strain relief. Inside diameter of proximal of the shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2015. Same case as MDR: 2134265-2015-08128. It was reported the catheter kinked. The physician selected a fetch2 catheter to perform a thrombectomy procedure in the leg. During the procedure, inside the patient, the fetch catheter bent/broke but still intact and whole. The device was removed from the patient. The physician tried another one but the same thing happened. Procedure was completed, they just didn't continue that part. No patient complications were reported. However, the returned product analysis revealed that the shaft separated.